Event description:
It was reported that the shock impedance was too low (<20 ohm) and the shocks were not delivered. The tachy therapies were deactivated. The patient was hospitalized. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 and (B)(6) 2024 recorded the slightly varying shock impedance between 55 ohms and 70 ohms. The analysis of the provided iegm (episode no. 7) from (B)(6) 2024 showed regular vf detection due to intrinsic signals, which was treated ineffectively with atp therapy. The data further showed that six shocks (0j and shock impedance <20 ohms) were aborted. These were aborted by the ICD itself, as expected, due to the detection of a short circuit which might have otherwise damaged the ICD. The sixth shock terminated the vf despite the abortion. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the lead itself become available for analysis, the investigation will be updated.